Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was observed at the site of the leak upon reoperation? What is the current status of the patient? Response: on monday (B)(6) the patient passed away. Surgeon noted that the patient previously before the surgery that was performed had been diagnosed with covid.

Event description:
It was reported that during a low anterior resection the surgeon attempted to do the procedure with a triple staple technique. The surgeon put a clamp distal end to keep the spike from falling all the way down to the splenic flexure. But the anvil got lost in the proximal bowel. The surgeon did find it and, in the process, put a hole in the bowel and had to start over. She mobilized the colon to take a different approach. She got the purse string around and ended up doing a manual purse string. Then she had to mobilize the bowel to be able to fit down to the low anterior where she had to do the anastomosis. Rep asked it there was any tension on the anastomosis when she fired it. "She said it did not seem to be". But when she fired the stapler on the anterior portion at twelve o'clock the mark there was an opening and some of the stool was coming out. Surgeon over sewed to the hole and she did a diverting colostomy to complete.

Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. Upon review of the information provided, it was concluded that this event will be captured as a reportable malfunction.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2021. Additional information was requested, and the following was received: can an autopsy report be provided? Not available. What was the official cause of the death? Surgeon did not go into detail but added that it was not due to the device. Does the surgeon believe that the ethicon ecs29a device cause or contributed to the patient¿s death or were there other contributing factors? Surgeon says no. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Unknown, but probably not. Remaining questions pending: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Surgeon is experienced with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Was the device difficult to close? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Was the device difficult to fire? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Were the donuts inspected? If so, please describe. Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Was a complete transection of the white breakaway washer visually confirmed? Unknown, rep was not allowed in the room due to covid but had given the surgeon an in-service prior to the case. Were there any issues noted with staple formation at any point throughout the care of the patient? No but rep was told there was a 12 o'clock opening in the anastomosis that was oversewn. If so, please describe the shape and location. What was observed at the site of the leak upon reoperation? No reop, leak was found during the initial operation.